Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices and anorectal hemorrhoids. During the procedure, the first four bands were deployed normally. However, the last three bands could not be deployed. The device was removed. Despite multiple attempts to rotate the device after withdrawal from the endoscope, the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.